Event description:
On dec 2, 2025 customer reported a syringe was found with a plastic piece in it. No adverse events were reported.

Manufacturer narrative:
Investigation still pending. Follow up response will be provided.